Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex was returned for evaluation. As received, the pipeline flex delivery system was within the microcatheter. For further examination, the pipeline flex delivery system was pushed out of the microcatheter and the braid was deployed. The pipeline flex delivery system was observed to be separated into two segments (distal and proximal). The distal segment of the pipeline flex delivery system was observed to be detached from the hypotube proximal to wire weld. Pushwire bending was observed at a section on the proximal segment of the pipeline flex delivery system. The pipeline braid was observed to be fully open with slight fraying on both ends. Based on the analysis findings, scanning electron microscopy (sem) analysis, energy dispersive spectroscopy (eds) analysis, and event details, the report of pipeline flex and microcatheter resistance was confirmed, but the report of pipeline flex pushwire kink damage could not be confirmed. During analysis, it was observed that the pipeline flex pushwire was detached from the hypotube proximal to the wire weld. Based on the sem analysis, the mechanism for the detachment of the distal wire of the pipeline flex delivery system could not be determined as no original fracture features are visible on the fracture surface. Based on the damage observed on the returned microcatheter and returned pipeline flex (pipeline braid damage (fraying) / pushwire detach at hypotube proximal to wire weld / pushwire bending), it appears there was excessive forced used (pushing and pulling). Per our instructions for use (IFU): ¿if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline flex embolization device against resistance may result in damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter.¿ a review of the manufacturing process did not uncover any deficiencies in regards to the soldering process. In addition, the elemental analysis conducted through sem and eds indicated that the soldering was conducted. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received report of pipeline flex and microcatheter resistance during a procedure. The patient was undergoing flow diversion treatment of a ruptured, blister aneurysm in the left internal carotid artery (ica). The aneurysm max. Diameter was 3mm and neck diameter was 2mm. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. It was reported that during the procedure, the pipeline flex device was advanced with resistance in the distal section of the microcatheter. The microcatheter became stretched. It was also reported that the pipeline flex pushwire became kinked in the proximal section. The procedure was completed using another manufacturer¿s devices. There were no reports of patient injury in association with this event.